Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, reservoir tube window, reservoir tube lip, battery tube threads and broken belt clip slot. Insulin pump was received missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 213 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional. Customer was asked to return the pump for analysis. No additional information provided.